Event description:
It was reported the patient was hospitalized due to heart and respiratory failure. Patient was hospitalized and the issue was resolved without sequelae. The patient is a clinical study patient and the issue was not related to the procedure or the device.